Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the right femoral artery. The 70% re-stenosed, concentric target lesion was located in the obtuse marginal (om1) artery and the first main branch. The left main was engaged using a non-bsc guide catheter and two non-bsc guidewires were placed in the om and first branch. The om and fist branch lesions were pre-dilated with a 2.5x12mm maverick balloon to 8atm. The 2.5x32mm promus element was advanced however was unable to cross the first main branch lesion. A second non-bsc guidewire was used as a buddy wire, however was still unable to cross the lesion and the non-bsc guidewire was distorted. Another non-bsc guidewire was used as a buddy wire, and again the stent was unable to cross the lesion. The procedure was completed with a non-bsc 2.5x30mm stent. Final angiogram showed a good result with timi 3 flow noted. No patient complications were reported. However; returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Struts on the first two rows on the distal end of the stent were pushed apart and some struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination of the returned device revealed the hypotube was kinked at 170mm, 200mm and 270mm distal to catheter's strain relief. Several smaller kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen and the parts of the balloon, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).